Event description:
A surgeon reports a pt that is experiencing dark shadows following intraocular lens (iol) surgery. The symptoms are diminishing. The association between this event and the iol is not known. Additional info has been requested.